Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a red biohazard bag with an open box from the lot number provided in the report. The label matches the product returned. Only the handle and loading catheter (with no hooks) returned; the barrel with bands, trigger cord, and irrigation adapter did not return. Our laboratory evaluation of the product said to be involved confirmed the report. The loading catheter had both hooks completely detached, and neither blue hook was returned. A dimensional inspection was performed on the loading catheter. The inner diameter was measured within the specification. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly history record for the loading catheter said to be involved was reviewed. Nonconformance's that could potentially be related to the complaint were contained in the associated sub DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence that nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual examination of the returned product identified the blue hooks were completely detached from both ends of the loading catheter. A definitive cause for this observation could not be determined because the setup conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The blue hook can detach if it gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
In preparation for an esophagogastroduodenoscopy (egd), the user selected a cook 6 shooter saeed multi-band ligator. It was reported that when passing the cook 6 shooter banding kit through the scope, the threading device broke (blue threader broke off when pulling it through device in scope). They attempted to use the other end of the blue threader, and it broke off when pulling through scope attachment wheel as well. Used a second kit and had no further problems with it. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.